Event description:
Received information stating patient has been experiencing high bg's (411 mg/dl). Patient's doctor changed basal rate and carbohydrate ratio. Patient's father also changed patient's infusion set, cartridge, and insulin. Patient's bg's are now 140 mg/dl.

Manufacturer narrative:
No product has been returned for evaluation. As per customer no further assistance is required. Should new information become available, a follow up MDR will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, patient is (B)(6) years old.